Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that high pacing thresholds were noted on this left ventricular (lv) lead. A lead dislodgement was confirmed. It was not possible to extract the lead thus the physician elected to deactivate the old lead and implanted a new lv lead. No adverse patient effects were reported.